Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the operation channel buckled, the insertion flexible tube (ift) buckled, and the air/water nozzle clogged; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the bending rubber missing. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.